Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's lead had high impedances in addition to the ipg reaching end of life. Patient underwent surgical intervention on (B)(6) 2025 wherein the ipg and lead were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.